Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Replacement brush head fell off [device breakage]. No adverse event [no adverse event]. Case description: a consumer reported that while using an oral-b rechargeable toothbrush, version unknown, the replacement oral-b flexisoft brushhead fell off the second day of use. The brush handle did not work when the brush head was placed back on, but the brush handle worked again when the brush head was removed. No symptoms developed.